Event description:
It was reported that an alarm was heard; telemetry did not confirm an alarm. Caller stated that the patient reported hearing the non-critical alarm at hour intervals. The patient experienced some withdrawal and shakes. The catheter was revised on (B)(6) 2012. The pump was delivering morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# j0177989r, implanted: (B)(6) 2001 product type catheter. (B)(4).

Event description:
Additional information was reported that catheter study (MRI and xray) was conducted and found the catheter was disconnected at proximal segment. Catheter revision was performed and the patient recovered without sequelae. The drug in the pump were morphine, bupvicane, and clonidine.